Event description:
The facility's pharmacist buyer reported to baxter that a 0.22 micron downstream high pressure extension set was leaking. This event occurred before patient connection. The drug used at the time was saline, and it was asked but unknown how much had leaked. It was reported that all luer connections were secure, but it leaked out of the luer tip. There were no visible irregularities or separations. The pharmacist switched to a different lot number and it resolved the issue. There was no report of patient involvement, patient injury, or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: ten samples, two used and eight unused, were available for evaluation. A visual inspection found no damage to the luers. All ten samples underwent a functional test to determine if there were any leaks present between the male luer of a solution set and the female luer of the extension set. No leaks were observed in any of the samples. The reported condition was not confirmed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.